Event description:
It was reported that the programmer would not power on. During troubleshooting, it was advised to disconnect the power cord, remove the battery, and to let the programmer sit for two minutes. After two minutes, it was advised to reconnect the power cord, power up the programmer, and to insert the battery back into the programmer. Once completed, the programmer began operating as designed. The programmer was restored to service and remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).